Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a peripheral interventional procedure using a 6f sheath. Reportedly, after deployment, the device became stuck during removal attempt. The device was removed against resistance with no required intervention. No vessel damage occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly the starclose se device was removed against resistance. It should be noted that the electronic starclose instructions for use (IFU), states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of the resistance has been determined. It is unknown if the IFU deviation contributed to the reported difficulties. The thumb advancer was returned completely advanced. The number 3 was visible in the window. This is an indication that the dilator was not used to release the locking mechanism of the thumb advancer that would have assisted in removing the device. It should be noted that the electronic starclose vascular closure system IFU, closure procedure, locate the two access ports on the lateral and medial sides of the device. Insert the distal end of the dilator into the access ports, one at a time to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number 3 exits the number window completely and the thumb advancer is freed from the locked position. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.